Manufacturer narrative:
H3: device evaluation - lens was returned in a microcentrifuge vial, in liquid. Visual inspection found no damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -13.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting and angle closure with elevated intraocular pressure. On this same date the lens was explanted and this resolved the problem. The cause of the event was reported as unknown. It was additionally noted "the patient underwent right eye icl implantation surgery on (B)(6) 2023. Postoperatively elevated intraocular pressure was observed exceeding 50mmhg. The anterior chamber was shallow with execessive vaulting. The lens was removed on the same afternoon considering the patient's unique ocular condition, characterized by a small corneal diameter but a small corneal diameter but a large posterior chamber space and signs of cillary body atrophery like changes. After internal discussion it was suggested to postpone the surgery. However due to the strong willingness of the patient. It is recommended the patient seek further treatment at a more experienced higher-level hospital after a recovery period of three months".

Manufacturer narrative:
H6 - health effect clinical code: 4581 - angle closure. H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim# (B)(4).